Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment abdominal aortic aneurysm of unknown size. It was reported that during the index procedure, the main body was implanted, however the intima was tucked between the tip and the spindle of the delivery system during removal of the device. Partial detachment of the intima occurred and the blood vessel accordioned. It was reported that there was a possibility that the delivery system was "operated frequently" at the time of removal, and the main body moved distally and failed to seal the aneurysm. A 32 mm non-medtronic (excluder) cuff was additionally implanted, however a minor type ia endoleak remained. The procedure was then completed. The physician stated the cause of the event was due to patient vessel morphology. The aortic neck was severely tortuous. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; the term "operated frequently" was clarified as meaning the delivery system was maneuvered upwards and downwards using techniques such as twisting motions. If information is provided in the future, a supplemental report will be issued.